Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the physician encountered extreme difficulty entering the right ventricular due to anatomical reasons which resulted in the leadless implantable pulse generator (ipg) delivery system becoming kinked. It was also reported that the leadless ipg exhibited extremely high thresholds once deployed. The leadless ipg and delivery system were attempted not used and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the implant procedure, difficulty to retrieve the device back into the catheter for repositioning was observed. The atypical rotation of the tricuspid anulus was considered as the cause of the difficult entry to the right ventricle.